Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: incoming inspection alleged issue: "pin hole found on package". No pt injury was reported.